Event description:
During a pallidotomy procedure, as the temperature reached 60 degrees c. The pt heard a crackling sound in his brain. Equipment was checked and a second attempt was made, and as the temperature reached 60 degrees celsius, again the crackling sound in the brain occurred again. Pt then started having speech and memory problems. The pt is now fine with no deficits or side effects. Pt continues to have full relief from parkinson's disease as reported by physician.